Event description:
Information received indicates the head section is not going down all the way.

Manufacturer narrative:
The technician found the head section gas spring was leaking oil. The technician replaced the gas spring to repair the stretcher.